Event description:
The customer reported approximately 3 mls of clear fluid leaked inside the coulter lh 500 hematology analyzer. The leak was not contained within the instrument. The customer stated that the instrument was generating differential voteouts. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles, and a lab coat at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was not dispatched to the site for this event. Customer technical specialist (cts) reviewed the assessment and determined the leak was coming from the erythrolyse tubing. The customer observed a tear in the erythrolyse tubing on a pinch valve. The customer replaced the tubing with help from the cts over the phone. The instrument was verified and performed without leaks and differential voteouts. The instrument was returned to normal operation. (B)(4).